Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on) was confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted u1005 component pin 20 shorted to ground on the computer/analog board. Additionally, there was contamination on the j502 connector. The root cause for the short could not be positively identified. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.